Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal morphine and bupivacaine (all unknown concentration and dose) via an implantable pump for spinal pain. It was reported that nurse practitioner (np) stated she interrogated the sync ii pump for the first time with the new v2 software and got a motor stall and motor stall recovery. Technical services asked if the patient had a magnetic resonance imaging (MRI) throughout the life of the pump and she did not know other than to say not recently. The hcp stated she got no education on the v2 software update. Technical services discussed this with the hcp.